Manufacturer narrative:
The device was not returned for evaluation. A photograph was provided in which the tubing can be seen no longer connected. However, without the benefit of analyzing the device, quality cannot confirm the root cause of the tubing break. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. B3: estimated date.

Event description:
According to the available information the titan touch was revised due to crack in black tubing from cylinders.